Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed because the gripper line could not be removed. Difficulty removing a device has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned without reported issue; however, during establish gripper line removability (eglr), the gripper line could not be removed. As a result, the cds was removed and replaced. The procedure was completed successfully, with mr reduced to 1, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.